Event description:
It was reported by the pt's counsel that there is a supposed issue with a tkr which was performed on (B)(6) 2010. It is unk what the reason was for the revision.

Manufacturer narrative:
A review of the implant's mfg records indicate that it was made to spec. Very little info has been obtained to determine root cause. Should add'l info be proved to further this investigation, this report shall be updated.